Manufacturer narrative:
Additional information: the device was in backup vvi unipolar mode likely due to exposure to electromagnetic interference (emi) during device interrogation. The user manual states that patient's should be directed to exercise reasonable caution in avoidance of strong electric or magnetic fields. If the device inhibits or reverts to asynchronous operation while in the presence of emi, the patient should move away from the emi source or turn the source off. Analysis performed indicated that the battery voltage was at eri level. The device longevity indicated the battery depleted faster than normal. Further analysis indicated that the actual in-circuit battery current was high resulting in rapid battery depletion. The u2 device battery component was found to be the cause of premature battery depletion.

Event description:
The patient came to hospital and complained of dizziness, shortness of breath. During follow up doctor noticed, that the device is in back up vvi mode and suspected premature battery depletion. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
(B)(4).

Event description:
During follow-up, the device was found in backup mode. The device was explanted and replaced due to suspected premature battery depletion and the patient was stable.